Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via an 11f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed at each access site and the evar procedure was completed. Reportedly post procedure, all four sutures ripped out of the access sites when attempting to advance the sutures. A cut down with manual suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of device was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported malposition of device and surgical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.